Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat multiple low blood glucose (bg) levels and elevated blood glucose levels (value not provided). Reportedly, the bg levels resulted in either a hospitalization or ER visit. Customer stated that pump settings were adjusted to address bg levels and declined further troubleshooting with tandem technical support.